Event description:
Healthcare professional reported "baker grade 3 capsule" against right side device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "baker grade 3 capsule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker grade 3 capsule".

Event description:
Healthcare professional reported, "baker grade 3, capsule" against right side device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec and white particles in the shell. Cloudy in the gel observed, after autoclave cycle. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.